Event description:
The customer reported that the left system had grainy imaging during a case. There were also blanking monitors during the case. He rebooted the system to clear the problem.

Manufacturer narrative:
The ge svc rep could not duplicate the problem. He looked at the error logs with no failures found. He captured all log data and reseated the boards and cables. The system operates as intended.